Event description:
The olympus representative reported a pressure sensor offset adjustment involving the hight flow insufflation unit, which is an olympus asset. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.